Manufacturer narrative:
(B)(4). Concomitant medical products: the patient's medications include; acetaminophen, allopurinol, amoxicillin (prior to dental procedures), aspirin, casanthranol-docusate, fluocinonide, glucosamine chondroitin, hydrochlorothiazide, lisinopril, metoprolol, methylprednisolone, naloxone, omeprazole and potassium chloride. (B)(4).

Event description:
On (B)(6) 2011, a left common carotid-left subclavian artery transposition was performed as the first part of a staged procedure to treat a 68.6mm thoracic aortic fusiform aneurysm. It was reported that pre-operative CT imaging taken on (B)(6) 2011, had identified an atheroma protruding 5mm into the lumen and distal aortic neck tortuosity (amount unknown). On (B)(6) 2011, the patient underwent treatment of the thoracic aortic aneurysm with three conformable gore tag thoracic endoprostheses. It was reported that the left subclavian artery, was partially covered during the implant procedure. No significant blood loss was reported and a transfusion was not required. The procedure concluded with no deployment issues being reported. Final angiography confirmed exclusion of the aneurysm and the patient tolerated the procedure. It was reported post operatively the patient was treated with a cerebrospinal fluid drain to prevent paraplegia. The patient reportedly received steroids (methylprednisolone), naloxone and hypothermia was medically induced for spinal cord protection. On (B)(6) 2014, follow-up computed tomography (CT) images identified a type I endoleak and a new aneurysm reported distal to the tag device with an aneurysm diameter of 57.7mm. It was reported the disease progressed distally over time causing the aorta to lengthen and dilate. Due to the disease progression the device lost wall apposition, resulting in the distal type I endoleak. No evidence of device migration was reported. On (B)(6) 2014, an additional procedure was performed to treat the endoleak. An additional conformable gore tag thoracic endoprosthesis was implanted for distal extension. Follow-up imaging performed on (B)(6) 2014, showed resolution of the type I endoleak. On (B)(6) 2016, the patient was reported to have completed the clinical study.